Event description:
A ruby coil was inside the patient and did not deploy. The device was removed from the body and the patient was properly treated with a different coil that did work properly. FDA safety report ID# (B)(4).